Event description:
It was reported that there was electrical reset. The follow up information indicated that the lead integrity alert was reloaded. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. Performance data collected from the device was analyzed revealing that there was a power on reset, with 1 - por for write to locked ram, addr=0e15, data=20, on (B)(4)-2011 22:06:22, and 1 - patient alert for por on (B)(4)-2011 21:06:22.